Event description:
On (B)(6) 2014, it was reported that the patient's nurse does not think the patient's blood glucose monitor had been providing accurate bolus recommendations during the past month. No adverse event was reported. The blood glucose monitor was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(4).